Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. The complaint allegation could not be confirmed as the device was not received for investigation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/29/2025, a facility notification was received via email regarding the pmcf study. A facility representative reported that a patient underwent procedures due to the salvage of a failed reverse total shoulder, with an irreparable rotator cuff tear and a well-fixed humeral stem, to an anatomic hemi-shoulder replacement. Loosening of the humeral component was reported (confirmed radiographically) due to implant wear off, fracture or damage to surrounding bone, dislocation, or instability. It was further specified that the loosening was related to fracture or damage to the surrounding bone of a univers revers cuff arthropathy (ca) head system. The hcp mentioned that the complications were possibly related to the device. The hcp also reported that the complications did not require any additional treatment. The date of these procedures and the initial rtsa procedure were not provided. The date of the fracture or damage to the surrounding bone was not provided.